Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024 the patient experienced a skin reaction. It was reported that the pediatric patient experienced a skin reaction with redness, inflammation, drainage, pustules and infection extended beyond the patch perimeter, which occurred an unspecified day after the sensor had been inserted in the arm. The patient was taken to the doctor due to the infection. There he was diagnosed with hyperglycemia and high temperatures (fever). Due to the symptoms the patient was taken to the hospital and there they prescribed calpol (paracetamol) and oral antibiotics (flucloxacillin). At the time of the report the patient was recovered. It was reported that the infection was caused by the patient taking a swim in dirty sea water and it got inside through the sensor hole. No photo was provided. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).